Manufacturer narrative:
Age of device: 8 years, 24 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2010. It was reported that slight increase in power and pulsatility index (pi). The account stated the patient was symptomatic with sign of hematuria. Additional information was requested but not yet provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the report of elevations in pump power was confirmed based on a review of the submitted system controller log file data, a cause for the recorded alarms could not be conclusively determined. Information provided to the manufacturer indicated that the bloody urine (hematuria) was attributed to a chronic urinary track infection and kidney stones. The patient would remain on antibiotic therapy with no surgical removal of stones. Pump parameters, including power and flow, are detailed in the instructions for use (IFU) for the heartmate ii left ventricular assist system. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. The pump remains implanted and the patient continues on vad support with no further related events reported. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file for this event.

Event description:
Additional information: it was reported that the patient's bloody urine (hematuria) was attributed to chronic unrinary tract infection (uti) and kidney stones. Renal and infectious disease were consulted and their recommendation was to keep the current course of antibiotics with no surgical removal of stones. Laboratory test results indicated that the lactate dehydrogenase (ldh) remained within normal limits throughout hospitalization. Intermittent increase in pump power was observed even when the patient was placeed on ungrounded backup equipment. No additional information was received.